Event description:
The tip of the erisma-lpmis screwdriver shaft was noticed to be broken after receipt from sterile processing. It is unknown if the breakage happened during surgery or elsewhere.

Manufacturer narrative:
Although the company has determined that the subject event in this MDR is likely not reportable, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21cfr part 803. On 12/20/2019: although the company has determined that the subject event in this MDR is likely not reportable, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21cfr part 803. The device was lost in transit to the company by the carrier. As such, no analysis was able to be performed by the manufacturer.

Manufacturer narrative:
Although the company has determined that the subject event in this MDR is likely not reportable, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21cfr part 803.

Event description:
The tip of the erisma-lp mis screwdriver shaft was noticed to be broken after receipt from sterile processing. It is unknown if the breakage happened during surgery or elsewhere.